Event description:
It was reported that a saline leak occurred. A 1.25mm rotalink plus was selected to treat the target lesion located in the left anterior descending artery. During preparation, it was noted that saline was leaking from the device. The procedure was completed with another device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out. No issues were noted with the air hose, fiber optic cables or saline infusion tubing. A connect/disconnect test and a tug test was carried out. No issues were noted with the plus unit¿s handshake connection. The rotablator plus unit was wet tested and no speed was achieved. No unusual leak was noted. The handshake connection of the advancer unit would not rotate. The turbine was seized. The advancer unit was dismantled to examine the turbine and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states, ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
It was reported that a saline leak occurred. A 1.25mm rotalink¿ plus was selected to treat the target lesion located in the left anterior descending artery. During preparation, it was noted that saline was leaking from the device. The procedure was completed with another device. No patient complications were reported and the patient¿s status is good.